Event description:
Device was returned for repair with cracked ball bearings and a worn out tool lock. The device was not repaired and was replaced with (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.